Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17583524 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 5 mm. X 4 cm. Balloon catheter (bc) failed to hold pressure over four atmospheres (4 atm.) And contrast from the inflation lumen was observed. Therefore, it was replaced with a new balloon catheter-two (2) cm. To complete the procedure successfully. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). No target lesion characteristic information was provided. The product was clinically used and it will be returned for analysis.

Manufacturer narrative:
Additional information received indicated that one inflation was one inflation was performed prior to the reported product. There was no other product issue noted at the account after the procedure. The lesion was reported to be: not calcified/tortuous, not a chronic total occlusion (cto), and a ninety percent (90%) stenosis. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device prepped normally (i.e. Maintained negative pressure). The inflation device used was not known/provided but the same indeflator was used successfully with other devices. No kinks or other damages were noted prior to inserting the product into the patient. The product was removed intact (in one piece) from the patient. Additional information was requested but was unknown or no additional information was provided. No additional information is available. As reported, during a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 5mmx4cm balloon catheter (bc) failed to hold pressure over four atmospheres (4 atm.) And contrast from the inflation lumen was observed. Therefore, it was replaced with a new balloon catheter-two (2) cm. To complete the procedure successfully. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). Additional information received indicated that one inflation was performed prior to the reported product. There was no other product issue noted at the account after the procedure. The lesion was reported to be: not calcified/tortuous, not a chronic total occlusion (cto), and a ninety percent (90%) stenosis. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device prepped normally (i.e. Maintained negative pressure). The inflation device used was not known/provided but the same indeflator was used successfully with other devices. No kinks or other damages were noted prior to inserting the product into the patient. The product was removed intact (in one piece) from the patient. Additional information was requested but was unknown or no additional information was provided. The device was not returned for analysis. A device history record (DHR) review of lot 17583524 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta system leakage¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue reported could not be determined. Based on the information available for review, procedural/handling factors may have contributed to the reported event. According to the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. If resistance is met during manipulation, determine the cause of resistance before proceeding.¿ the IFU also states, ¿attach a 3-way stopcock to the inflation port, which is marked ¿balloon.¿ attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. Without twisting, slide the forming tube off the balloon. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Purge the air from the inflation device. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.